Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the elevation driver serial number (B)(6) was received at the can - samples bard canada. The elevation driver was visually inspected upon receipt and was found the bottom label has been partially rubbed away/ smeared. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported bottom label rubbed away/ smeared issue. The root cause for reported bottom label rubbed away/ smeared issue could not be determined based on the provided information. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. D4 (medical device expiration date, unique identifier (UDI) #), g3, h5, h6 (component, method, result, conclusion), h8. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during complaint investigation, additional failure was identified that was a non-cascading event, that were not reported initially by the facility but were found during the service center evaluations and confirmed by the complaint investigation team. This non-cascading event was identified with the elevation driver's bottom label is rubbed away/ smeared. There was no patient involvement.

Event description:
It was reported that during complaint investigation, additional failure was identified that was a non-cascading event, that were not reported initially by the facility but were found during the service center evaluations and confirmed by the complaint investigation team. This non-cascading event was identified with the elevation driver's bottom label is rubbed away/ smeared. There was no patient involvement.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.